Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mr and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported device being damaged by another device appears to be related to user technique, and ultimately resulted in the slda of the clip. A definitive cause for the reported failure to adhere or bond (partial clip movement); however, could not be determined. The reported patient effects of tissue damage and mr appear to be due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling. The clip delivery system (70808u178) is filed under a separate medwatch report number.

Event description:
This is filed to report the clip movement, single leaflet device attachment (slda), leaflet tear and increased mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip (70808u179) was implanted at a1/p1, reducing the mr to 1. It appeared that there was unusual mobility of the implanted clip; however, the mr remained at 1 and the clip was still attached to both leaflets. The decision was made to place a second clip lateral to the first for stabilization. After deployment of the second clip, there was an mr jet of grade 2 between the first and second clip. An attempt was then made to place a third clip (70808u178) between the first and second clips. While maneuvering the third clip, there was interaction with the first clip and the mr increased to grade 4. It was observed that the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda), and the anterior leaflet was torn. The third clip was implanted successfully; however, the mr remained at 4. A clinically significant delay was noted and the patient was sent to mitral valve replacement surgery for treatment. No additional information was provided.